Manufacturer narrative:
Product ID 3889-28, lot# va00sw9, implanted: 2012-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).

Event description:
Additional information received confirmed that the patient had a bladder infection in (B)(6) 2012 and that their healthcare professional (hcp) had given them ¿pills¿ for it. That hcp told the patient that the implantable neurostimulator (ins) would ¿turn off¿ during an infection. It was noted that the patient got another infection a month later. The patient went to a different hcp where they were told that their ¿body had probably gotten used to the device and so it wasn¿t helping anymore¿. The ins had been shut off since that time because it was not helping their bladder symptoms. The patient did not know if they had any other programs on the ins to try. The patient declined further troubleshooting options. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient had an infection following his first implant around (B)(6) 2012. The infection was treated with antibiotics. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information from the healthcare professional (hcp) reported that the last contact with the patient was (B)(6) 2012. At that visit, for the chief complaint of ¿burning with urine¿ and a post-operative evaluation, it was noted that the patient was doing well and ¿very happy with results¿ with their worsening voiding symptoms now resolved from the implantable neurostimulator (ins).